Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure where the physician was using the lead for the first time, the lead helix became "hooked" in the myocardial tissue when changing position. The lead was not used and a different lead was used to complete the procedure. No patient complications have been reported as a result of this event.